Event description:
The pt received his scs system on (B)(6) 2011. It was reported the pt has coverage over his painful areas, but is not getting enough pain relief, despite reprogramming attempts. The pt's physician plans to conduct further testing, such as an electromyogram to evaluate the issue. The pt was scheduled for a f/u appointment with his physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.